Event description:
Information received a smiths medical fluid warming level one (1) hotline low flow systems - hl-90 temperature was under the normal range. No patient adverse events reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 61714. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Damaged plate clip, intermittent micro switch, and faulty line cord. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Attempted to set the overtemp without success. The reported issue was confirmed. The root cause of the reported issue was found to be a printed circuit board (pcb).